Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (15 mg/ml at minimum rate) via an implantable infusion pump. The indications for use were noted to be non-malignant pain, failed back surgery syndrome and spinal pain. It was reported that a low battery reset occurred, followed by a safe state. The event date was noted to be (B)(6) 2018. The patient reported they had a headache. It was noted the pump was not going to be replaced any time soon. No further complications were reported.